Manufacturer narrative:
Device was used for treatment, not diagnosis. Lebel, d, bono c, metkar u, grotkau b, wood k (2011) bioabsorbable anterior cervical plate fixation for single-level degenerative disorders: early clinical and radiographic experience , the spine journal, 11 1002-1008. USA. This report is for unknown titanium plate /unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: lebel, d, bono c, metkar u, grotkau b, wood k (2011) bioabsorbable anterior cervical plate fixation for single-level degenerative disorders: early clinical and radiographic experience , the spine journal, 11 1002-1008. USA. Purpose of this study was to compare the clinical and radiographic outcomes of patients undergoing anterior cervical discectomy fusion for single level degenerative disorders with a bio-absorbable cervical plate (bacp) versus a conventional metal acp (macp) anterior cervical plate . The metal acp (macp) consisted of a titanium mesh cage filled with morselized allograft bone stabilized by an unknown synthes titanium plate. 15 patients, 6 men and nine women, underwent anterior cervical discectomy fusion for single level with a macp. Ages ranged from 27-80 years of age. Operative notes, clinical charts and radiographs were analyzed retrospectively over a 3 year period. This is report 1 of 3 for (B)(4). This report is for an unknown titanium plate and refers to the following: (B)(6) female underwent revision due to non-union. This patient also experienced a hematoma.

Manufacturer narrative:
Device was used for treatment not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.